Manufacturer narrative:
Rti surgical is submitting this report as a correction to the initial report submitted on (B)(6) 2021. The correction is that this incident involves two streamline mis pedicle screws. The original report only referenced one screw in section b5. If any information is unknown, not available, or does not apply, the section/field of the form is left blank.

Manufacturer narrative:
As of the date of this report, the device remains implanted in the patient. A DHR review could not be conducted as the lot number is unknown. This report will be updated should additional data or the device become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2021 that during a 2-week post-op follow-up on (B)(6) 2021, it was discovered that a pedicle screw head disassociated from the shaft post-operatively. Index surgery was performed on (B)(6) 2021. Revision surgery is not planned at this time as the patient is asymptomatic.